Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with unknown medical condition. About sometime later post filter deployment, it was alleged that the filter strut detached and perforated the inferior vena cava, duodenum and lumbar vertebral body. It was further reported that patient underwent an exploratory laparotomy procedure for removal of inferior vena cava filter and fractured prongs after failed attempts to retrieve the filter through percutaneous approach. Reportedly, the fractured prong perforating the lumbar vertebral body still remains in patient. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.